Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge despite following on-screen instructions. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned pump as instructed, and attempted loading with a new cartridge, but error persisted, so technical support assisted with filling and loading another cartridge and arranged pump replacement when issue recurred.